Event description:
It was reported that there was noise that was being oversensed on the right atrial (ra) channel of the implantable cardioverter defibrillator (ICD) system. Technical services (ts) reviewed device strips, and determined the clinical observations were related to respiratory rate trend (rrt) oversensing and recommended to turn off the rrt feature. Additionally, it was noted there were some excursions in atrial lead impedances and seeing more atrial tachy response (atr) episodes. The plan is to continue to monitor. At this time, the device and this non-boston scientific ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).